Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿pump, serial#(B)(4), model #1103 expiration date: 06/30/2019 UDI #:(B)(4) device evaluation: no, mfg date: 06/30/2017 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after liver lobe injury, urgent laparotomy and politransfusion was performed. While in intensive care unit (ICU) patient developed fever, respiratory and renal failure. Blood cultures showed multi-resistant pseudomona. Patient developed pleural empyema, septic shock and died.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the during the implant procedure for the left ventricular assist device, during tunneling the liver got touched and there was organ damage to the liver. It was stated that there was loss of tissue and major bleeding to vital organs which require surgical intervention to repair. It was also stated that the liver was sutured, and patient was stable in the intensive care unit (ICU). It was further stated that the patient had right heart failure symptoms and major bleeding. On (B)(6) 2017 the patient was extubated, awake and fully conscious. It was further stated that there was good pulsatility, good pressures and other parameters were within normal limits. Hx: dilated cardiomyopathy (ischemic), thrombus at mitral valve, biventricular internal cardiac defibrillator (bi-v-ICD), with an e jection fraction (ef) of 15 percent (%).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient died from sepsis. No additional information available.

Manufacturer narrative:
Product event summary #the tunneler tool associated with surgical tool kit lot #1296432 and the hvad pump (B)(4) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of log files revealed multiple low flow alarms starting from (B)(6) 2017. The site reported that during the implant procedure for the left ventricular assist device, during tunneling the liver got touched and there was organ damage to the liver. It was also reported that the patient had right heart failure symptoms and excessive bleeding. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported "organ damage" event could be an accidental contact of liver by tunneler while placing the driveline. Based on risk documentation, low flows may be attributed to multiple factors including but not limited to poor vad filling, kink in outflow graft. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.